Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07584 . It was reported that the device could not be seen under fluoroscopy. The 80% stenosed target lesion was located at the severely tortuous internal carotid - common carotid artery. Two filterwire ez¿ were selected for use. During the procedure, resistance was encountered during the insertion of the first filterwire. The device was removed since it could not be seen under fluoroscopy and the tip of the filterwire became strained bend. The second filterwire was then inserted but still resistance was encountered and was not seen under fluoroscopy with a trained bend. The device was removed and replaced with another of the same device. No patient complications were reported.